Event description:
The unit has, under identifiable circumstances, discharged energy back through the machine itself and not to the pt. There is nothing to identify that the pt has not been defibrillated. This situation only occurs when the operator inadvertently does a short tap on the discharge button instead of pressing the button and holding it. After such an incident, it takes the device 14 to 18 seconds to recharge. The MFR told the rptr that discharging back through the unit is a safety feature and there are no plans to change this feature. The rptr is concerned because if the operator thinks the pt was defibrillated and has not responded, he might increase the energy delivery which could cause pt injury or one might assume that the unit is defective and time would be wasted looking for another unit.